Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitoring network transmission report displays a different patient's name and an incorrect serial number. The patient's profile was changed to attempt to correct the demographics but was unsuccessful. The clinician had the patient go into the clinic to confirm the device serial number. The incorrect reports were deleted, and new reports were requested from technical services. The network remains in use. There was no patient involvement.